Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined as the device was not returned. However, based on the error pattern, it is likely the reported event occurred due to excessive use.

Manufacturer narrative:
The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k951354 / k944072.

Event description:
The customer reported that during reprocessing the trueview ii, autoclavable telescope was found to have a broken component, ¿prism broken¿. No death or injury and no impact to patient or other has been reported.